Event description:
It was reported the patient's catheter was cut. The patient had a posterior fusion surgery, noted to be unrelated to the device system, at which time the patient's healthcare provider accidently cut her catheter and caused a dural tear. The catheter had to be replaced. The device system was used to deliver clonidine, bupivacaine, and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).